Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Bg was addressed via consumption of glucose tablets. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.